Event description:
It was reported that the patient experienced underdose symptoms. A catheter revision was done on (B)(6) 2013. There was no flow from the spinal segment. The distal/spinal segment was replaced with an ascenda 2-piece catheter and connected to the existing pump segment. The product issue was resolved. The device system was used to deliver baclofen. It was later reported that the patient¿s therapy was not effective at increasing doses. It was unknown to the reporter if any diagnostics were performed. No exact cause of the catheter issue was determined; there was just no flow from the spinal segment during surgery. It was unknown to the reporter how the patient was doing. The catheter was kept by the hospital according to hospital protocol. Per pump logs, a refill and 36% increase in daily dose was done on (B)(6) 2013. On the day of surgery, a 75% decrease was done.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).